Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited oversensing. Upon review, lead fracture was also observed. The patient is pacemaker dependent. The rv lead was capped and replaced with a competitor on (B)(6) 2018. The patient was stable throughout the event.